Manufacturer narrative:
In this report, these sections: date returned to mfg, remedial action init(h7) and recall (z) number(h8) have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleges they have "been damaged medically from the philips device". The patient is alleging that they underwent diagnostic testing, CT and MRI and the " testing has been completed with the results that the faulty device was the cause of the condition (he now has)". The patient also alleges now in a wheelchair and has a heart condition. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging been damaged medically from the philips device, underwent diagnostic testing, CT and MRI and the " testing has been completed with the results that the faulty device was the cause of the condition (he now has)". The patient also alleges now in a wheelchair and has a heart condition. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the device powers on and provided airflow. During review of the error logs, showed 0 errors logged. During the investigation manufacturer observed dust-like contamination on the top cover, right side panel and inside the iso port. Small scratches were observed on the top cover, left side panel, and bottom enclosure. A light amount of dust-like contamination was observed on the blower cap, blower motor, interior side of the of the right-side panel/iso port, on the blower bellow, inside the blower motor, in the base of the blower housing and in the bottom enclosure. An unknown crystallization was observed on the bottom of the blower motor. A potential piece of cardboard was observed on the sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer is unable to directly address the symptoms outlined in the complaint. Box d and h were updated in this report.